Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb1 circuit breaker was evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a precharge voltage error. This error will prevent the system from booting to a usable state. No patient or user injury was reported.